Event description:
The service repair technician reported that during routine testing of the device at the service center, the main bearing leaked fluid that contaminated encoder wheel, gut shaft, and dual tach board. There was no pt involvement.

Manufacturer narrative:
Investigation is in process, but not yet completed. This device was manufactured before 1999.